Event description:
It was reported that four unspecified bd posiflush syringes experienced defective/damaged stoppers. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via posiflush pmcf survey that the clinician experienced package difficulty, package damaged, difficulty connecting to port, valve, and / or needleless system, and damaged suringe stopper within the past 12 months.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that four unspecified bd posiflush syringes experienced defective/damaged stoppers. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced package difficulty, package damaged, difficulty connecting to port, valve, and / or needleless system, and damaged suringe stopper within the past 12 months.